Event description:
It was reported that during setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's zip code: (B)(6). The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used latex temp sensing foley catheter. Visual inspection of the first photo sample noted catheter attached to the sample port connector with the inflation valve cap disconnected. The second photo sample shows a close-up view of the inflation valve cap. The third photo shows the syringe attached to the inflation port with the disconnected inflation valve cap. The labeling is found to be adequate to fulfill s03fa211 revision 27. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week. Per additional information received via email on 09sep2025, it was noted during set-up of the balloon, before use. There was no patient harm. (Pcn: 1758si14 - lot: ngjx2976)

Event description:
It was reported that during setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.